Event description:
The customer reported that the pacing function stopped 3-4 times while pacing a patient and had to be manually pressed again to recommence pacing.

Manufacturer narrative:
The customer reported that the pacing function stopped 3-4 times while pacing a patient and had to be manually pressed again to recommence pacing. Philips evaluated the device, but was not able to duplicate the reported symptom. No event summary or ECG strips were available for evaluation. Based on the customer's report only, we will consider this an intermittent malfunction, but the exact cause could not be determined because the symptom could not be duplicated.